Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 29jan2019. Philips field service engineer (fse) confirmed the reported issues. Fse calibrated the touch screen several times and when the unit was powered off and back on the calibration was incorrect. Fse replaced the replaced central processing unit (cpu) and battery to resolve these issues. Unit passes all performance verification testing after repair was complete. Unit is ready for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports bad touchscreen / battery failed (error code 1124 check vent) no patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 13may2019. Philips field service engineer (fse) confirmed the reported issues. Fse calibrated the touch screen several times and when the unit was powered off and back on the calibration was incorrect .during problem determination fse noticed the back up battery was not passing the battery test. A central processing unit printed circuit board (cpu pcb) was returned for analysis. The cpu pcb showed no obvious dust or debris on unit. There were no signs of mechanical damage of physical mishandling and no obvious indications of electrical overstress or overheating. The returned cpu pcb was installed into the failure investigation (fi) test ventilator and on initial attempt to shut off unit using touchscreen noted that the calibration was off. The fi technician performed calibration of the touchscreen and the reported failure could not be duplicated. The fi test ventilator was allowed to run and power cycled for several hours then tested to verify screen calibration held. The ventilator remained operational with no calibration issues. The product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.